Manufacturer narrative:
The hospital biomed replaced the anesthesia control board. No report of patient involvement. The hospital biomed replaced the anesthesia control board.

Event description:
The hospital reported the unit had a system failure. There was no reported patient involvement.